Event description:
The reporter did meter to hcp meter comparison tests, 1/2 an hour apart. Reporter's meter read 121 mg/dl, and the dr's meter (type unknown) was 177 mg/dl. Reporter did not have any symptoms. A control test was not done due to lack of supplies. Reporter had been cleaning the meter with alcohol. On follow-up, reporter stated that reporter checks the confirmation dot for sufficient blood; described an accurate test technique and inserts strip all the way into meter. Reporter had done a control test that was in range 112 (89-133). No harm was alleged.